Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 55 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 55 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.